Event description:
It was reported that fluctuating out of range high voltage (hv) impedance was observed on the device. X-ray did not reveal any lead anomalies. Additionally, high capture threshold was noted on the left ventricular (lv) lead. On (B)(6) 2025, the patient presented to the cath lab for further evaluation, and it was found that the df-1 port was not correctly screwed in. The setscrew was tightened. No other intervention was made to address the lv threshold, as the physician considered the threshold value acceptable. There were no adverse consequences to the patient.